Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 defibrillators internal paddles are torn. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by the philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the external paddles were torn. The fse evaluated the device and found the external paddles were damaged and in need of replacement. However, the customer did not respond to requests for replacing the external paddles. The case was closed after no response or acceptance of further servicing / repair. The device remains at the customer site. No further action is required at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to damage of the external paddles. The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was provided a quote for further service, however there has been no acceptance by the customer for repairs. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.